Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified that the device had not been serviced in the past. Visual inspection confirmed the reported issue. The root cause of the problem was the downstream occlusion (dso) seal. The dso seal was replaced to correct the problem. The device then passed all functional tests after the repair.

Event description:
It was reported that the downstream occlusion (dso) seal was damaged. There was no patient involvement.